Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme swelling¿ 3-4 days after an injection and ¿infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported the event of a patient was injected with juvéderm voluma® xc in the cheek, juvéderm vollure¿ xc in the nasolabial folds, and juvéderm volbella® xc in the perioral area, and 3-4 days post injected patient experienced extreme swelling. Patient was advised to ice and if that did not help go to their regular doctor. Patient was treated by their regular doctor for infection with antibiotic 2 days after the onset of events. Patients symptoms subsided for 2 days but came back. Patient has been admitted to hospital and undergoing MRI, bloodwork and IV therapy. A non-healthcare professional added that the patient¿s face " got swollen again so I had to find a facial plastic surgeon (another specialist) they numbed [the patient] and tried to use a syringe to remove the bacteria but the doctor said it's not working and [the patient] has to go under anesthesia so they can do surgery and remove it". No other information was provided. This record represents the juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00590 ((B)(4)) and MDR ID# 3005113652-2018-00591 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm volbella® xc, also a device manufactured by allergan.